Event description:
It was reported that a patient implanted with an impella cp experienced ectopy due to the angle of insertion. The pump was removed, rinsed in d5w, and successfully reinserted. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Arrhythmia: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined most likely to be an unintentional use error as the pump was out of position due to poor angle of impella insertion. Device history review: device passed all post sterile inspection checks.